Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the 0.027" wire was broken, which made the implantation difficult and resulted in a suboptimal position.

Manufacturer narrative:
Complaint coding was updated to better describe the reported event. Consequently, h6 health effect: clinical/impact and medical device problem coding were repopulated/updated, corrected accordingly. Investigation: the product was received and the investigation was completed. Device history record review confirmed the device passed all the post sterile inspection checks. Regarding the deliver or advance / difficult to place or position, device interaction or damage by another device, the impella rp and purge cassette were returned for investigation, and no physical abnormalities were found on the returned pump. The repo sheath was also thoroughly inspected, and no damage was noted. The guidewire involved in the case was not returned for evaluation. Clinical details indicate that the 0.027" wire broke during the procedure, making both the delivery and positioning of the impella rp pump difficult and suboptimal. Without the returned guidewire, the exact cause of the wire break and subsequent difficulty could not be determined. The issues encountered were most likely unintended use-related, attributed to the broken guidewire and resulting procedural challenges. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation. Related medical device reports: this impella rp device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the associated medical device report.